Manufacturer narrative:
(B)(4). The customer returned one radial artery catheterization assembly and lidstock for analysis. The catheter was not returned for analysis. Signs-of-use in the form of biological material were observed in the needle hub and the needle bevel. Visual examination revealed that the distal end of the guide wire was stuck at the needle bevel. This is likely due to dried biological residue inside the cannula. Lab inventory pliers were used to try and dislodge the guide wire from the needle. The guide wire was able to be dislodged; however, the act of doing this caused the guide wire to unravel. Microscopic examination revealed a slight bend/kink on the core wire. No other defects or anomalies were observed. The guide wire diameter, the needle outer diameter, and the inner diameter of the cannula were measured and all were found to be within specification. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "prior to insertion, actuating lever must be retracted proximally as far as possible or blood flashback may be inhibited." Additionally, the IFU warns, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The complaint of a kink in the guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed a kink in the guide wire near the distal end. Biological material was also observed on the assembly. The guide wire and the cannula met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report that the kink occurred in the packaging, the root cause cannot be determined due to the discrepancy between the customer report (defect prior to use) and the returned sample (evidence of use). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire was bent prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire was bent prior to patient use.